Event description:
Related manufacturing reference numbers: 3004617090-2017-00005, 3004617090-2017-00006, 3004617090-2017-00008. During a radiofrequency ablation procedure the probes would not heat to the desired temperature. The procedure was cancelled with no adverse consequences to the patient.